Manufacturer narrative:
The device has been returned to the manufacturer for analysis, however the results are not available at the time of this report. A follow up report will be sent when the analysis is complete.

Event description:
Manufacturer's representative reported the pump was explanted after an implant duration or 89 months due to the pump being on the recall list. No patient symptoms or adverse events were reported. The patient was implanted with a new synchromed ii pump. The explanted pump was returned to the manufacturer for analysis in 2007. Upon receipt it was reported "cap detached as received," further device analysis is in process. The returned pump was programmed to deliver dilaudid and clonidine 5mg/ml at 0.735mg/day via complex continuous infusion for treatment of the patient's chronic pain associated with a failed back surgery syndrome diagnosis.